Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, on (B)(6) 2010, patient underwent following procedure: 1. Redo l4-5, l5-s1 decompressive laminectomies with medial facetectomies and foraminotomies, 2. Removal of previous l4-s1 legacy posterior segmental internal fixation device with exploration of fusion, 3. Redo l4-s1 posterior and posterolateral fusion using rhbmp-2, as well as cadaver allograft bone chips and autologous bone and with placement of bone fusion stimulator from l4 to sacrum; for a pre-op diagnosis of pseudoarthrosis from previous l4-s1 fusion with residual sciatica. Per-op notes: dissection was made exposing facets and hardware form l4 to sacrum. Redo decompressive laminectomies were done at l4-5 and l5-s1. Rhbmp-2 was placed over bone fusion stimulator wires, as well as allograft and autologous bone. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.